Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The patient reported they have been zapped from mid-thigh to feet when changing positions, including after lowering amplitude. The stimulation was reported to be related to positional movement. The patient programmer showed the stimulation was on. The patient was informed on how to deactivate the adaptive stimulation feature, which resolved the reported issue. If additional information becomes available, a follow-up report will be submitted.